Event description:
It was reported that the patient presented with an atrial lead and right ventricular lead dislodgement. Both leads exhibited high pacing threshold and inadequate capture. On (B)(6) 2018, a lead revision procedure was performed. The right ventricular lead exhibited helix extension and retraction issues so the lead was explanted. The atrial lead was also explanted and both leads were replaced successfully. The patient was noted to be in stable condition post procedure.

Manufacturer narrative:
Final analysis found a complete lead was returned in one piece measuring 45.9 cm. Inadequate capture threshold was not confirmed. Electrical testing did not indicate any fractures or shorts. Mechanical testing of the lead helix found that extension was within specification. All other damages were attributed to surgical procedure damage.

Event description:
New information received indicated that the atrial lead and right ventricular lead were repositioned on (B)(6) 2018 and was dislodged again the following day. Lead replacement was then performed on (B)(6) 2018.